Manufacturer narrative:
It was reported that the brake on the wheelchair was not functioning as intended ("the brake on the right side is bent and pops back up again and will not lock the brake on the right side is bent and pops back up again and will not lock"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "the brake on the right side is bent and pops back up again and will not lock the brake on the right side is bent and pops back up again and will not lock".